Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of reye1159 showed no other similar prod complaints from this lot number.

Event description:
The reported date of insertion of the line was (B)(6) 2014 - no problems noted with the line - came to unit for chemotherapy, was nearing the end of his first litre of hydration and it was noted that there was fluid at the exit site. This was not reportedly apparent at the start of the infusion and there was no obvious sign at the PICC line site of the fluid being absorbed into the tissues surrounding the PICC line. Line was removed because if repaired would not be in optimum position - (B)(6) 2015.